Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states receiving the calibration errors, and not wearing the sensor. Troubleshoot was conducted on the wear and use of the sensor, and nothing is being returned or replaced at this time.